Manufacturer narrative:
Product complaint #: (B)(4). (B)(4). This report is related to a journal article, therefore no product will be returned for analysis and the manufacturing record evaluation cannot be reviewed as the lot number has not been provided. Citation: ces.-slov. Patol., 56, 2020, no. 3, p. 168-171.

Event description:
It was reported via a journal article, title: 'gossypiboma mimicking recurrent mandibular tumor: case report'. Authors: katarina adamicova, maria janickova, katarina mikuskova, dagmar statelova citation: ces.-slov. Patol., 56, 2020, no. 3, p. 168-171. This case report described a 17-year-old female patient, operated for a mandible tumor. Histopathologically it was an ameloblastoma. The patient was treated lege artis, with the use of surgicel felt (surgicel fibrillar absorbable hemostat) (ethicon). After two months, the patient presented with a tumorous lesion at the same location. On the CT scan, the lesion appeared to be a recurrence of the originally diagnosed ameloblastoma. Histopathologically, the lesion consisted of a foreign material with surrounding granulation tissue and massive inflammation. The foreign material had an atypical structure. Subsequent consultations and consensus at the clinic confirmed that it was a hemostatic foreign material with a surrounding hyper-inflammatory response mimicking a tumor, known in the literature under various names, most often as gossypiboma, or textiloma.